Manufacturer narrative:
Information contained in this report was previously submitted through 410psr on 22jan2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified crease fold, deformation, red particles, wear abrasion, and cloudiness/bubbles in gel were observed after the autoclave disinfection process. Weight measurement of the device identified device weight was within specification. Based on the device analysis the final assessment was no issues found related with the manufacturing process and no openings or issues related to rupture were observed. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side "pain," "uncertainties and fears," "small cracks," and "inner capsule has a leak." Device has been explanted.